Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported experiencing elevated blood glucose levels and they continued to rise despite bolusing. Patient stated that on (B)(6) 2014 his blood glucose levels ranged from 7.9 mmol/l - 30.9 mmol/l; there were no valid back to back comparisons reported. Patient reported that somewhere between 2100 and 2300 the pump alarmed with an occlusion error, he confirmed it, and the pump didn't alarm again even though he didn't change any accessories. Patient stated his blood glucose levels were between 26.5 mmol/l and hi on (B)(6) 2014 with no valid back to back comparisons. Patient reported he was disoriented and couldn't think straight so he called the paramedics; they arrived between 2000 and 2100 and took him to the hospital. Patient stated he was given oxygen during transport since he was complaining he was having difficulties breathing. Patient reported that at the hospital he was immediately admitted and placed on 12 different IV bags; does not know what they all had but he knows one had insulin and was fluids. Patient stated he had a lot of others because his kidneys had shut down; he was no longer awake at this point. Patient reported he was released on (B)(6) 2014. Patient stated when he removed the infusion site from his body the cannula was bent; he thinks that is why he received an occlusion on (B)(6) 2014 and why his readings were so elevated. Patient reported since he changed the infusion site, the pump and meter have been working fine. Patient is currently feeling well. Patient discarded the alleged infusion set; no product will be returned.